Event description:
On (B)(6) 2025, during the index procedure, it was reported that there was device stenosis to the left iliac leg graft which required a secondary intervention. On (B)(6) 2025 the CT scan showed stenosis > 50% within the celiac stent, fifth viscerorenal stent which treated the left internal iliac and a new unknown endoleak was noted. On (B)(6) 2025 the patient underwent a secondary intervention with balloon angioplasty and stenting. It was reported that the iliac artery was tortuous.

Manufacturer narrative:
The device remains implanted. Medical imaging was received and reviewed by the medical director who commented that the pre-operative imaging shows a previous endovascular aneurysm repair (evar) with a left iliac aneurysm that has caused the left iliac limb of the evar device to pull out of the iliac artery. The post-operative CT scans show an old stent that has been pushed aside by the zenith branch endovascular graft iliac bifurcation (zbis) device. The zbis device appears to be lying in the sac of the left common iliac aneurysm. The medical director stated that the 1-month post-operative imaging show a zbis device that has been implanted into the bottom end of the previous evar device in a region where the left iliac artery is tortuous. The medical director noted that the zbis device had done a reasonably well job of straightening out the tortuosity, but at the point of the most pronounced tortuosity the zbis device was kinked and had a short segment stenosis. The medical director commented that there was no stenosis visible in the celiac stent and it was unknown what the reporter referred to with ¿fifth viscerorenal stent¿. The medical director could not confirm the presence of any endoleak in the medical imaging received. The medical director confirmed the left zbis device was pushed into the bottom of the previous evar in a very tortuous left iliac artery and exhibited a kink distal to the left internal iliac side branch which was caused by patient anatomy. The device history record for work order for (B)(4) was reviewed. There were no temporary deviations in place or non-conformances raised at the time of manufacture. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 4 warnings and precautions 4.1 general ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.3 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith branch endovascular graft-iliac bifurcation within the vessel or with additional components may result in increased risk of endoleak, migration or inadvertent occlusion of internal iliac artery. 5 potential adverse events adverse events that may occur and/or require intervention include but are not limited to: ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow and corrosion. ¿ graft or native vessel occlusion based on the medical director's assessment, the cause of the kink was due to patient anatomy and was not due to any fault or failure of any device.

Event description:
On (B)(6) 2025, during the index procedure, it was reported that there was device stenosis to the left iliac leg graft which required a secondary intervention. On (B)(6) 2025 the CT scan showed stenosis > 50% within the celiac stent, fifth viscerorenal stent which treated the left internal iliac and a new unknown endoleak was noted. On (B)(6) 2025 the patient underwent a secondary intervention with balloon angioplasty and stenting. It was reported that the iliac artery was tortuous.